Event description:
Reporter stated that pt's blood glucose continued to elevate (460 mg/dl) while wearing device. Attempts to correct problem by changing infusion site, infusion set, and insulin cartridge were unsuccessful. Reporter stated that the piston rod is not moving during use of device. Pt switched to back-up device, and blood glucose returned to normal. No treatment was received as a result of this incident.